Event description:
It was reported that the external charger was overheating during use and was not charging the ilet pump effectively, and a replacement charger was provided after troubleshooting and education were completed. Symptoms included no reported clinical effects, alerts, or alarms. Outcomes included no impact to health and no need for medical care or hospitalization. Investigation included customer interview and verification of the reported issue through troubleshooting. Investigation of this case revealed a suspected charger malfunction affecting charging performance with thermal stress at the charger component, while the pump continued to function otherwise as reported. It was concluded, based on previously established findings for similar reports, that the cause was a device component issue isolated to the charger.